Manufacturer narrative:
Additional information received on 28 december 2016 and includes: it was performed the second step revision, the antibiotic spacer was removed and put in the final implants successfully. The infection has cleared up and the surgeon was happy with the outcome.

Manufacturer narrative:
This is the second revision surgery underwent by the patient. The patient had the primary knee on (B)(6) 2016. Then, an I&d and poly swap was performed on (B)(6) 2016 as the patient was (B)(6) for (B)(6). On 23 september 2016 the (B)(4) performed a clinical evaluation and commented as follows: second infection in same patient, same site after few weeks from previous intervention. Infections are a known possible adverse event following every surgery, including tka's. To date, there is no reason to suspect that the cause may be linked to the implanted devices. Batch reviews performed on 28 september 2016. Lot 155592: (B)(4) items manufactured and released on 01 december 2015. Expiration date: 2020-11-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary femur cemented std size 5 std narrow / left, code 02.07.2015l, lot. 155295 (k122232) (B)(4) items manufactured and released on 29 september 2015. Expiration date: 2020-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Gmk-primary tibial insert uc fixed size 4 / 12 mm, code 02.07.0412fuc, lot. 143619 (k090988) (B)(4) items manufactured and released on 18 september 2014. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in due to signs of infection. The patient tested (B)(6) for (B)(6). The surgeon revised all hardware and input an antibiotic spacer. The surgery was completed successfully. X-rays are available. Explants are not available.